Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her distance vision is "not clear and has trouble reading up-close"; and that the surgeon told her the vision problems were due to the uncorrected astigmatism. She was then referred to a retina specialist who put her on unk eye drops commonly prescribed for macular edema, even though she was not diagnosed with macular edema. The consumer also reported her surgeon has recommended an lri (limbal relaxing incision) procedure to correct her astigmatism. In a f/u, the technician reported that, in the surgeon's opinion, the device did not cause/contribute to the event. The event continues and an lri procedure is scheduled.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/04/2011 and 05/25/2011 by phone, fax, and mail. A completed questionnaire was rec'd on 05/27/2011. (B)(4).